Event description:
In this event the doctor reported that while using a diamond bur, the bur bent and flew out of the handpiece cracking an adjacent tooth. A crown was needed to repair the tooth.

Manufacturer narrative:
Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available, though results are not available as of this report. Evaluation results will be submitted as they become available.